Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The non-totally occluded, 14x5.0mm, eccentric, de novo target lesion was located in the severely calcified left circumflex artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 16 atmoshperes, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The non-totally occluded, 14x5.0mm, eccentric, de novo target lesion was located in the severely calcified left circumflex artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that it was during second inflation that the balloon ruptured and there were no segment of the balloon detached inside the patient after it ruptured.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The non-totally occluded, 14x5.0mm, eccentric, de novo target lesion was located in the severely calcified left circumflex artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 16 atmoshperes, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that it was during second inflation that the balloon ruptured and there were no segment of the balloon detached inside the patient after it ruptured.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for one day to loosen the blood and contrast in the device. There was a pinhole 1mm distal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.